Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter phone:(B)(6).

Event description:
It was reported that a burr and guidewire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and a 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the rotawire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to move forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. However, it was noted that the devices were entangled and the test was conducted in vitro. The rotawire and burr were removed together. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer. Visual inspection of the device identified that the coil was stretched for a length of 5.4cm running proximal from the burr catheter. The wire reported in the procedure failed to return with the complaint device so a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted into the burr; however, when advanced through the burr catheter, the wire failed to pass due to the coil damage present. The rotablator system was able to be connected to the rotablator control console system, and when tested, the device stalled and would not run. To confirm the damage present is the cause of the stall, the burr catheter was removed from the advancer for further testing. The advancer was able to reach and maintain optimal speed without issue or resistance.

Event description:
It was reported that a burr and guidewire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and a 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the rotawire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to move forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. However, it was noted that the devices were entangled and the test was conducted in vitro. The rotawire and burr were removed together. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter zip/post code - updated. A2 age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer. Visual inspection of the device identified that the coil was stretched for a length of 5.4cm running proximal from the burr catheter. The wire reported in the procedure failed to return with the complaint device so a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted into the burr; however, when advanced through the burr catheter, the wire failed to pass due to the coil damage present. The rotablator system was able to be connected to the rotablator control console system, and when tested, the device stalled and would not run. To confirm the damage present is the cause of the stall, the burr catheter was removed from the advancer for further testing. The advancer was able to reach and maintain optimal speed without issue or resistance.

Event description:
It was reported that a burr and guidewire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and a 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the rotawire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to move forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. However, it was noted that the devices were entangled and the test was conducted in vitro. The rotawire and burr were removed together. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure.